Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report the general test failed. There was no reported patient involvement.

Event description:
The customer called into philips to report the general test failed. There was no reported patient involvement / adverse patient impact.